Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported having removed the dental implant 2 days after its installation in intraoral region #7, because the patient was presenting pain. 50 ncm of primary stability was achieved and the implant was installed without immediately load.